Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient had discomfort and numbness while treating. The customer service representative called the patient for details and found that after using the bhs for 30 minutes she had a foot cramp. Then, she put the coil on for 1 1/2 hours and the foot was cold and tingly. The patient used it again in the morning with the same result. The patient spoke with her doctor¿s office, and they advised her to stop wearing the unit and if the foot continues to feel cold and tingly to go to the ER and make sure the blood vessels are working. The patient stated the cold foot, and tingling has not stopped since last night. The patient is going to the ER if the foot does not stop feeling cold and will call back with an update. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.

Event description:
It was reported by the sales representative that the patient had discomfort and numbness while treating. The customer service representative called the patient for details and found that after using the bhs for 30 minutes she had a foot cramp. Then, she put the coil on for 1 1/2 hours and the foot was cold and tingly. The patient used it again in the morning with the same result. The patient spoke with her doctor¿s office, and they advised her to stop wearing the unit and if the foot continues to feel cold and tingly to go to the ER and make sure the blood vessels are working. The patient stated the cold foot, and tingling has not stopped since last night. The patient is going to the ER if the foot does not stop feeling cold and will call back with an update. No further consequences are reported. The bhs controller and sflx-xl coilette were not returned for further evaluation.

Manufacturer narrative:
Related manufacturer's report: MFR#0002242816-2025-00008. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.